Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead, product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 17-nov-2013, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 17-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient thought she popped a wire.